Event description:
It was reported that during a pci procedure, the quantum marverick monorail balloon ruptured. The 90% stenotic lesion was located in the calcified proximal left anterior descending artery (lad). Used for predilation, the quantum maverick monorail balloon ruptured under nominal pressure. The number of inflations and to what atms is not known. After removal, the shaft of the quantum maverick monorail balloon catheter was noted to be kinked. No pt complications were reported, and pt status was reported as 'good'.